Event description:
It was reported that (B)(6) 2020, in department of hepatobiliary surgery the clip was broken after loading into the applier prior to the patient for during laparoscopic hepatectomy. Successive 2 clips had the same issue; changing to a new lot and it worked well.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. The cartridge contained a broken clip and no intact clips remaining in it. The clip appears used as there is biological material on the cartridge. The broken clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perperndicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned. The cartridge contained a broken clip and no intact clips remaining. The broken clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). From the pictures attached it was unable to confirm failure mode reported as "broken/detached parts - clip - other". It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot# 73c2000153, the samples were functionally inspected, and during the test issue reported "broken/detached parts" was not observed in the current manufacturing process. The device history review of the product hemolok ml clips 6/cart 84/box, lot# 73m1800443 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, in department of hepatobiliary surgery the clip was broken after loading into the applier prior to the patient for during laparoscopic hepatectomy. Successive 2 clips had the same issue; changing to a new lot and it worked well.